Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16259.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the touch position was observed to be out of alignment on a v60 ventilator touchscreen. The device was not in clinical use; the issue was identified during a periodic maintenance evaluation. There was no harm resulting from this issue. The pse performed a touchscreen calibration in effort to resolve the issue, however, the issue persisted. Touchscreen replacement was necessary to return the unit to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.